Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Customer attempted several troubleshooting steps with different charging equipment, but the issue persisted. Consequently, cts arranged for a replacement pump and instructed the customer to return the faulty pump. Customer was advised on how to proceed once the replacement arrives and acknowledged the instructions.